Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this lead had exhibited loss of capture and was dislodged. The patient was not dependent; therefore, no adverse patient effects were noted. The patient had a pericardial effusion, but it was unknown if this was related to the dislodgement. The lead was successfully repositioned. No additional information is available at this time. If additional information becomes available, this event will be updated.